Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer reports the patient side occlusion being high on their 8100 when performing pm. Failure device type: failure problem type: failure mode: case resolution: informed customer this is most likely due to the patient side pressure sensor. Remoted into customers desktop. Walked customer through performing the analog sensors test. Patient side pressure sensor is around 1.9 volts. Recommended replacing the patient side pressure sensor. Walked customer through replacing sensor. After replacing, the 8100 passes preventative maintenance. There was no patient involvement. Ended call.